Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is 300-400 mg/dl. The customer did report symptom of excessive thirst. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 11/15/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-34: meter strip connector issue. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is 300-400 mg/dl. The customer did report symptom of excessive thirst. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 11/15/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.